Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a prolapse and hemorrhoids procedure, the device did not cut, it misfired. The procedure was conventionally managed. No reported patient consequence. Additional information has been requested.